Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to the following: 1) due to the influence of moisture that entered the inside of the device from the leak point, contact failure or conduction abnormality occurred on the internal substrate. 2) the built-in ccd unit was damaged due to the stress applied to the insertion part and universal cord. The event can be detected/prevented by following the instructions for use which state: 1) "do not bend, hit, or twist the insertion section, control section, universal cord, and endoscope connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result." 2) "if bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the instrument and cause a short circuit. This may result in ccd damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter state/province/county: (B)(6). The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue (no image). The image was blacked out with horizontal stripes. In addition, the channel tube was seriously leaking due to perforation caused by accessories, angulation was heavy due to the angle wire becoming longer than normal, the insertion section was scratched due to physical stress, the protector, switch one, and switch two were discolored due to handling, the light guide tube was aging and cracked due to deterioration or breakage, the light guide tube was wrinkled due to resin coming off, angulation was insufficient due to the angle wire becoming longer than normal, and the image was blurry due to damage on the charge-coupled device unit resulting in the specified resolving power not being obtained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the subject device during a diagnostic bronchoscopy procedure. The patient was not yet under sedation. The procedure was completed with the subject device. There was no effect on the patient due to the event.